Manufacturer narrative:
Event date: exact date unknown, event occurred 2 weeks postoperative. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 17941983/18208930. Additional suspect medical device component involved in the event: product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 18534198.

Event description:
It was reported that the patient developed infection at the pocket site. Symptoms were localized redness and opening of the incision at the ipg site. The physician believed that infection was device and procedure related. The patient was placed on antibiotics and the patient underwent an explant procedure. All explanted device components will not be returned as they were kept by the facility.